Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The device history records and sterilization batch records were not able to be reviewed as the product information of the parts involved in this complaint are not known. If additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: b4: date of this report added. G3: date received by manufacturer added. G6: type of report added. H2: follow-up type added. H3: device evaluated by manufacturer updated to no. H6: type of investigation code updated to 4119: insufficient information available. H6: investigation findings code updated to 3221: no findings available. H6: investigation conclusions code updated to 4315: cause not established. H10: additional narratives/data.

Event description:
It was reported that the patient developed an alleged infection. The patient underwent a revision surgery on (B)(6) 2023 where all of the devices were explanted and an antibiotic spacer was placed. The date of this patient's original surgery is unknown and the product information of the devices implanted at the time of the patient's infection is unknown. No additional information regarding this adverse event has been reported.

Manufacturer narrative:
The investigation is in process. The device will not be returned for evaluation. When the investigation is complete, a supplemental MDR will be submitted accordingly.

Event description:
It was reported that the patient developed an alleged infection. The patient underwent a revision surgery on (B)(6) 2023 where all of the devices were explanted and an antibiotic spacer was placed. The date of this patient's original surgery is unknown and the product information of the devices implanted at the time of the patient's infection is unknown. No additional information regarding this adverse event has been reported.